Manufacturer narrative:
No product was returned. The investigation determined the most probable cause for the symptoms is due to unintentional damage to the pump, resultant from the car crash as mentioned in the complaint, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. G1, email address: (B)(4).

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4: catalog number, serial number, expiration date and UDI number are unknown; g5: 510k is unknown; h4: device manufacture date is unknown; b3: date of event is unknown.

Event description:
It was reported the device was not infusing remodulin and had a cracked screen. Per reporter the patient is currently on intravenous remodulin via hospital pump at 14 ng/kg/min. No adverse patient effects were reported by the customer.